Event description:
Could hardly walk [gait disturbance]; bad allergic reaction [hypersensitivity]; could not sit down as I could not get back [hypokinesia]; reaction from having a cat scan from the dye [contrast media reaction]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6), with osteoarthritis. The pt's medical history was significant for previous use of synvisc ((B)(6) 2011) and knee pain. On an unspecified date in 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection (route and dosage regimen not provided). The lot number for synvisc was not provided. On an unspecified date in (B)(6) 2012, the pt received second injection of synvisc and developed bad allergic reaction, which included swelling, pain, could hardly walk, low grade fever, and nausea. Additionally, it was reported that the pt had face flush. On an unspecified date in 2012, the pt developed a reaction from having a cat scan from the dye. It was reported that the pt had been "icing it on and off" for two days and the swelling had gone down significantly, but the pt had soreness after being on her feet for a few hours. The pt also reported that fever was gone and the headache or whatever else she had seemed to be gone. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. Follow up info was received on (B)(6) 2012 from a physician regarding synvisc start date and event info. In (B)(6) 2012, the pt initiated treatment with first synvisc injection (dosage regimen not provided). On an unspecified date in 2012, it was reported that the pt could not sit down, as she could not get back up. The outcome for the event of could not sit down, as she could not get back up was not provided. The reporter did not provide relationship of synvisc with the event of could not sit down, as she could not get back. Follow-up info was received on (B)(4) 2013, from an investigator regarding pt's clinical course. The case was upgraded to serious, as the pt required intervention. The pt had osteoarthritis of the right knee (moderate) with osteophytes, prior effusion, and joint narrowing. The pt's medical history was significant for previous treatment with nonsteroidal anti-inflammatory drugs (nsaids). On (B)(6) 2012, the pt received first dose of synvisc injection in right knee. On (B)(6) 2012, the pt received second injection of synvisc. The same day, the pt could not walk. No exudate was collected after last synvisc treatment. The pt received treatment with cortisone injection for the event of "could not walk" and did not receive third injection of synvisc. On an unspecified date, the pt recovered from the event of "could not walk". It was reported that the pt had full recovery from symptoms with 75-80% improvement in overall pain. The intensity for the event of "could not walk" was moderate. The reporting physician assessed the causality of the event of "could not walk" as possibly related to synvisc.

Manufacturer narrative:
Follow up info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.